Event description:
A customer "smelled insulin" and felt wetness" - she believed the "cannula had slipped out of her skin" due to exercising. She works out everyday, and is beginning to think that "exercise coincides with the pod issues." From 7:15pm to about 9:15pm, she had above normal bgs (295-343mg/dl). At 9:18pm, her bg read 118 mg/dl, she ate 30 grams of carbohydrates and administered no insulin. At 9:40pm, her bg rose again to 346 mg/dl so she administered 3.35 units of insulin. The pod was discarded and will not be returned.

Manufacturer narrative:
A customer reported that the cannula possibly became dislodged from her skin and resulted in high bgs. Because the pod was not returned, we are unable to assess the product to determine any possible malfunction that would cause or contribute to increased bg levels. Although we cannot confirm that it occurred, a dislodged cannula would impede insulin delivery and likely lead to hyperglycemia. The omnipod's user guide warns to "check the infusion site after insertion to ensure that the cannula was properly inserted. It is also a good idea to check your blood glucose about two hours after each pd change and to check the infusion site periodically. If the cannula is not properly inserted, hyperglycemia may result." The product lot qualifications were reviewed and determined to have met all acceptance criteria.